Event description:
Fractured insertion post. The implant had to be removed. No other implant was placed in the same surgery.

Manufacturer narrative:
Fractured insertion post. The implant had to be removed. No other implant was placed in the same surgery. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.